Event description:
It was reported by service report that the customer was unable to lockout the siderails from the footboard, due to internal damage. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: internally damaged footboard.